Event description:
On 7/19/2007, a wholesaler reported a consumer experienced eye irritation with use of this product. Seven days later, the consumer provided add'l info stating that she experienced ocular irritation, burning, pain, dryness, tearing, inflammation, and a foreign body sensation after using this product one time. Consumer stated, she was a renu user. She indicated she visited an optometrist who diagnosed "corneal chemical burn". Consumer discontinued lens wear for approx three weeks. She did not restart product use. Consumer reported her eyes completely healed and that on the next day, she restarted lens wear without difficulty. On 08/02/2007, consumer's optometrist provided info. She stated that upon examination the previous month, she observed blurry vision, diffuse superficial punctate keratitis, staining throughout cornea and limbal conjuctiva and edema which occurred after consumer used this product. The optometrist confirmed she diagnosed "corneal chemical burn" and treated consumer with a lubricant eye gel and a cold pack. When consumer was rechallenged with product, events recurred. She stated consumer discontinued product use and switched to another product. The optometrist reported consumer's eyes appear to be healing well and she does not anticipate any long-tern damage. Consumer wears biomedics toric contact lenses, daily wear (12 hours per day), with a 30-day replacement cycle.

Manufacturer narrative:
Eval summary: the complaint device associated with this report has not been received for eval. Eval of retention sample from lot 58817f was completed. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specification. Batch records were reviewed and no deviations were identified. No similar reports for lot 58817f. This report mailed in to FDA on: 8/22/2007. Add'l info was requested from consumer: 7/26/2007 (2), 07/27/2007 (2), and 08/13/2007. Consumer provided add'l info: 7/26/2007, 07/27/2007, and 8/14/2007. Add'l info was requested from optometrist: 7/27/2007 and 8/08/2007. Add'l info was provided by optometrist: 08/02/2007 and 8/08/2007.